Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced distance vision blurry. Clinical reason being residual hyperopia causing blurry distance vision. The iol was exchanged for an atiol following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).